Manufacturer narrative:
(B)(4). Batch #t94h57. Investigation summary: the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. In addition, the cable was cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we were unable to investigate further the replace instrument as reported. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device.

Event description:
It was reported that during an unknown procedure, the generator requested the change of the instrument the clamp was changed. There was no patient consequence.